Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) experience syncope three times over the last year. The patient went into the emergency room and an electrocardiogram was performed. The patient reported that the physician stated that the pacemaker was not functioning. Boston scientific technical services (ts) discussed that pacing dependents on programming and what the patient's instrinsic rhythm is. Ts referred the patient to be evaluated by their primary physician. This product remains in-service.